Event description:
During preparation for a coronary drug eluting stenting treatment procedure, the delivery system catheter snapped. The product was flushed after being removed from the package. The physician then attempted to insert the catheter into the guide catheter when the delivery system catheter broke. No patient injury or complications were reported. It is noted that the product was used beyond the expiration date.